Manufacturer narrative:
Event date is (B)(6) 2013. Placeholder.

Manufacturer narrative:
(B)(4). Folded corneal flap. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the one day post op with a folded flap in the right eye. The patient's flap was lifted and repositioned to resolve the reported issue. The patient returned to the clinic on the following day and their visual acuity was 20/20-3 in the right eye and reported as doing well.